Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jul-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was not getting more than 50 percent pain relief. It was unknown if there were any factors that led to the issue, but it was indicated that the patient denied having any falls. It was reported that an x-ray was ordered per the healthcare provider (hcp) which showed that one of the leads had migrated down slightly to the middle of the t7 and instead of it being at the top where it was at the time of implant. It was reported that since the rep saw the new x-ray reprogramming was done and the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.